Event description:
A distributor reported that a customer's pump was not holding a charge. There was no reported impact on the customer¿s blood glucose level. A replacement pump has been prepared for the customer.